Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. The reported complaint that the suction of the device was not working was unable to be confirmed. However, the handpiece was found to be physically damaged. The damaged parts were replaced, a preventive maintenance was performed, the device was tested and found to be working according to specifications. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The physical damage to the handpiece is most likely due to user mishandling. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/07/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/07/2019 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review / investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported per the customer via phone, during a knee arthroscopy they discovered that the suction was not working on the micro tornado handpiece with hand controls. The customer did not know if they used another device to get through surgery. This did not cause a delay and caused no patient harm. This is all the information the customer has at this time. This report is 1 of 1 for (B)(4).